Event description:
It was reported that the pulse generator exhibited an inability to be tested, programmed or measure lead impedances in doo, voo, and aoo during implant. It was noted that the patient was pacemaker dependent.